Event description:
On (B)(6) 2013, the patient contacted animas alleging that the pump lost power after she went swimming with the pump. The patient stated that prior to swimming, the pump had emitted a low battery warning, but the patient did not change the battery at that time. The patient reportedly found the pump powered off after she was done swimming, and she then changed the battery. The pump reportedly powered back on after the battery change, but the alarm history could not be reviewed to see if a replace battery alarm had occurred due to unresponsive keypad buttons. There was no damage noted to the pump. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported due to the alleged power issue and it is unknown at this time if the pump alarmed for replace battery appropriately prior to the power loss or not.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump powered on to an audible tone, there was no vibration and the display screen was multicolored and jumbled. A crack was observed by the right hand side of the display screen and a leak was found. There was visible moisture behind the display lens. The battery compartment was intact and there was no moisture contamination in the compartment. The battery cap was able to fully tighten on and no power loss was observed. The pump was opened and evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.